Manufacturer narrative:
Additional information was received on 4/29/2020. It was reported that the event occurred on 11/12/2020. Therefore, b 3. Date of event was populated with 11/12/2020 on this report. The sheath used was a mobicath with 8.5f. Therefore, this product was added to the concomitant product section on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Date of event: he reported event year is 2020. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. The biosense webster, inc. Product analysis lab received the device on 1/26/2021. The investigation was completed on 2/16/2021. An analysis was performed on the video that was provided by the customer. According to the video, force high was observed on the carto 3 screen. Foreign material was observed in the pebax. The customer complaint was confirmed based on the video received. The product analysis was performed as appropriate in order to find root cause of the complaint. The returned device was visually inspected, and reddish material was observed in the pebax. A second closer inspection was performed and it was found a hole and reddish brown material. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30394268l number, and no internal action related to the complaint was found during the review. The customer complaint regarding force issue was unable to be duplicated during the product investigation. However, the force issue could be related to the blood inside the pebax area. The root cause of the damage on the pebax cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure;, however, this cannot be conclusively determined. Unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that there was an issue with the catheter¿s measurement of incoherent force during the firing. Presence of blood in the distal part of the probe was also reported. No adverse patient consequences were reported. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 2/4/2021 that there was a reddish material observed in the pebax and a hole was found. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.